Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer experienced a blood glucose (bg) level of 57 mg/dl. The customer disconnected from the pump and consumed 2 candy bars and additional sources of sugar. The food caused the customer's bg level to become elevated which was addressed with a correction bolus. The customer's bg returned to the target level and the bg issue was resolved.